Event description:
Customer's daughter reported blood glucose results of 99 mg/dl using advantage system 1 & 199 mg/dl using advantage system 2 within 10 minutes. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
This medwatch is for advantage system 2. Please see medwatch with patient identifier (B) (6) for report on advantage system 1.